Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in used condition with evidence of scuffing on case. During functional testing, the reported problem was duplicated. Installed l-70 test disposable and powered on unit. Tested low fluid switch by pressing float switch down using plastic tube. Low fluid alarm did not activate. Pressed general alarm test switch and both visual and audible alarms were present. Removed front cover and investigated further. Found circuit board screws missing and liquid crystal display cr302 broken from the circuit board. This explains why the low fluid switch failed to activate. Low fluid alarm will not activate when the alarm circuit is open due to missing liquid crystal display. Also, it was noted that the liquid crystal display was missing pixels. Found main circuit board to be faulty due to damage and damage to liquid crystal display causing missing/faulty pixels. No actions were taken. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a bad liquid crystal display. No patient injury was reported.